Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was unable to power on. A field service engineer replaced controller board and back panel to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a station was unable to power on. The customer reported that the malfuction occurred while operating the station and user able to retrieve medication from the pharmacy. There were no adverse events or injuries reported based on this event.